Manufacturer narrative:
Additional information: one opened knife sample was received by manufacturing. The sample was examined per facility procedure and was found to be visually conforming. Penetration testing was then performed per facility procedure and the sample was found to be nonconforming with a penetration force of 116 grams as compared to the specification of 100 grams maximum. The final customer lot number was identified. Three component knife lots were used to make up the customer's final lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint for a dull knife received against the customer's reported final lot. A root cause cannot be determined for the complaint as described by the customer. The sample returned was visually conforming. Penetration testing was also performed and was higher than the release specification for this product however, this is a single use item and the penetration value would be impacted by any prior use or testing. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a dull knife was noted prior to surgery. The procedure was performed and completed after obtaining an alternate knife. Additional information has been requested.